Event description:
Customer reported the system won't make x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray controller board. System operates as intended.